Event description:
It was reported that a patient underwent a total knee replacement on (B)(6)2022 and suture was used. During the procedure when it was opened the needle comes separately. The suture lost the strength. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm when the suture became detached from the needle- pre-op or intra-op. Were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? Device return status?

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information d4, d 9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h4, additional information was requested, and the following was obtained: -were x-rays performed to localize the needle? No x - rays performed to the needle -was the needle removed from the patient? When it is opened the need the suture and needle comes separately. -was the procedure completed successfully? Procedure is completed successful by using another foil -was there any adverse patient outcome? No issues happened" h3 investigation summary ==> one units of opened complaint sample foil along with zipper tray, lid, and partial to complete disintegrated suture pieces were received for investigation for code vp2346 lot t9024. The impacted product needle was not received for investigation. As the complaint sample was received in open condition further investigation on complaint sample could not be performed except visual inspection. The received suture was in partial to complete disintegrated condition. The foil pack was inspected under a magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Retain sample: five retain samples of incident code vp2346 lot t9024 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 3.822 kgf and value at release was found to be 4.961 kgf which meets the average usp specification requirement. All the individual as well as average needle pull-off values were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the needle noticed to have separated; after opening the package, during dispensing, during handling, or during use? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information ¿ d9. Device available for evaluation?, h3, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions